Event description:
The customer reported that the system would not complete boot up. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was identified as the root cause of the issue. No further repair info is available at this time.